Manufacturer narrative:
No patient was involved with the event. Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed damage to the pins of the inline connector; however, a specific cause for this finding could not be conclusively determined. Examination of the returned modular cable revealed no evidence of damage or discoloration to the outer jacket or bend reliefs. The controller connector pins were unremarkable. Examination of the inline connector revealed that two of the pins were bent. One of the pins was slightly bent off its axis while the other pin was severely bent back towards the contact block of the inline connector. The observed damage prevented connection to the tester; therefore, electrical testing was not able to be performed. This issue was forwarded for manufacturing analysis. This analysis was unable to determine a conclusive root cause for bending of the inline connector pins. Additionally, the relevant sections of the device history records for modular cable lot number 6972769 were reviewed and showed no deviations from manufacturing or qa specifications. Although a root cause for the inline connector pins being bent could not be conclusively determined, a corrective order was opened as a preventive measure to add an additional inspection step for bent pins. The heartmate 3 lvas IFU outlines the steps for connecting the pump and modular cables. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during pump prep for a heartmate 3 implant, it was noted that one of the pins on the modular cable was bent. It is unclear if the pin came bent or was bent when attempting to connect the modular cable to the driveline. The modular cable was exchanged with a new modular cable. No additional information was provided.